Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: litigation alleges that patient has experienced elevated levels of chromium and cobalt. Update 13 oct 2014 - der rcvd via sales rep. Updated dor, surgeon, sales rep info, patient age, height, weight and activity level. Added sleeve product and added pain and clicking to reasons for revision. Update rec¿d 11/7/2014 - medical records received. Patient revised to address disability, metal wear and synovitis. Upon revision, a cystic formation, thick, murky fluid, metallosis, necrotic debris, corrosion on the taper, no bone attached to the acetabular cup, bone loss in the posterior wall of the acetabulum and grayish-brownish material imbedded within the joint. The stem remained in situ. The stem is being added to the complaint. This complaint was updated on: 12/02/2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).